Event description:
The MFR received info alleging a pt expired while using a bipap s/t c series device. The device has yet to be evaluated by the MFR. A f/u report will be submitted when the MFR has completed the investigation.